Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was unknown mg/dl. The customer stated the pump alarmed after battery change. The customer was unable to clear the alarm because of the button error.

Manufacturer narrative:
The insulin pump received with button error alarm and intermittent up and down arrow button response due to corroded keypad traces. The insulin pump received with normal operating currents. The insulin pump was monitored and no unexpected battery out limit alarms occurred during testing. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and missing end cap sticker.